Event description:
The customer was treated in the emergency room for high bgs. The customer did not change the set and site before their admission. Also the manual injection that customer took before being treated did not bring down their bgs. For some reason the pump was running with incorrect time and date for several days. The customer noticed the day before that their pump did not have any basals. The alarm history shows an alarm. Advised the customer that the pump may have been exposed to static electricity that could have caused the pump to erase the settings. Troubleshooting was performed. The lead screw made a complete rotation. However, the high-pressure test was not completed. Instructed the customer to call back to perform the high-pressure test when the clamp arrives. Explain to the customer the two high bg rule.